Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2013-00796.

Event description:
The customer reported non-reproducible, elevated troponin I (access accutni) results, within the risk stratification, for two patients, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. This is report two of two referencing the patient on the event date noted. An initial result of 0.097 ng/ml was obtained and was not released out of the laboratory. Subsequent analysis of the sample (in duplicate), on the same instrument, recovered lower results of 0.004 ng/ml (the result was automatically generated by the instrument due to the customer¿s programmed reflex protocol) and 0.004 ng/ml, within the normal reference range. There was no patient impact or change in patient treatment associated with this event. The customer-supplied quality control (qc) data indicated all levels of qc were within specifications at the time of the event. No system issues were noted. The instrument was in normal operation.